Manufacturer narrative:
Unit received with critical pump error and a broken force sensor was detected during seating or regular delivery confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit received with minor scratches on case, cracked retainer, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had broken. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.